Event description:
It was reported that on (B)(6) 2019, additional fixation of medial elbow ligament rupture using a twinfix was performed. On (B)(6) 2020, an ulcer was formed on the medial wound of the right elbow. Finally, debridement and internal fixation were removed. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Product must be stored in the original sealed pouch. Titanium alloys contain elements that may stimulate allergic hypersensitive responses by the immune system. These elements are titanium, aluminum, and vanadium (ti, al, and v). When sensitivity is anticipated, appropriate preoperative testing should be conducted. ¿ incomplete anchor insertion may result in poor anchor performance. ¿ do not attempt to implant this device within cartilage epiphyseal growth plates or non-osseous tissue. A clinical/medical evaluation found that the information provided was insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Since it was reported the patient¿s condition is normal, the debridement of the ulcer on the patient¿s right elbow was performed, and the internal fixation was removed, no further clinical/medical assessment was warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.